Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose with blood glucose of 14 mg/dl at the time of the incident. The customer was at 415 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer experienced all the symptoms of a low. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will call back if there are any concerns. Customer also mentioned having high blood glucose levels. The insulin pump will not be returned for analysis.